Manufacturer narrative:
No investigation is possible without the returned product; therefore, the exact cause of the blood leak alarm cannot be determined. There have been no other similar reports with this lot of cartridges. The user's guide contains adequate information regarding probable causes of alarms and alarm recovery instructions. Nxstage medical considers this report closed. No additional information will be provided.

Event description:
A blood leak detected alarm occurred at the start of a routine hemodialysis treatment. Visible signs of a blood leak were observed in the effluent. Treatment was discontinued without performing rinseback, resulting in an estimated blood loss of 190cc. The patient's standard epogen dose was increased. No other medical intervention was required.